Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device lost image during a procedure, causing a 5 minute delay. There were no reported adverse consequences as a result.

Manufacturer narrative:
Alleged failure: "eib, jc, onsite, no image, po# sjc0015807" probable root cause: reported failure mode was reproduced and probable root cause is due to damaged camera cable. The connector plug housing was bulging and making it difficult to insert securely without additional force. The camera cable was identified as a previous rev. B part with epoxy that was prone to swelling when exposed to moisture during reprocessing. This issue was addressed with eco084152, which changed the potting epoxy to a medical grade formulation resistant to moisture and temperature changes. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that the device lost image during a procedure, causing a 5 minute delay. There were no reported adverse consequences as a result.